Event description:
A customer contacted beckman coulter inc, (bec) to report that they observed salt build up under and around the white blood cell (wbc) bath of the coulter act diff 2 analyzer and fluid on the inside portion of the baths shield. The leak was contained within the instrument. The operator was wearing no personal protective equipment (ppe) when the leak was first discovered. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is an exposure control/risk management plan in place at the facility. The material safety data sheet (msds) were not reviewed. There was no impact to patient results. No death or injury is associated with this event.

Manufacturer narrative:
Per the ac*t diff 2 operator's guide, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) replaced the wbc bath fill tubing and check valve, and cleaned up the dried diluent. The engineer found platelet (plt) backgrounds running high on startup and replaced the red blood cell (rbc) diluent filters and decontaminated the diluent reservoir. Service activity was verified and results meet published specifications. Per email from the fse, the fse did not observe the leak. The engineer states it was actually a small amount (5- 10 drops) of splashing from the diluent fill port at the top right of the wbc bath. A small amount of diluent would splash over to the collar at the top of the bath because the diluent entered the bath at too high velocity causing splashing. The pump was performing to specifications and is not adjustable. The check valve operated normally (one way flow) but it was replaced to reduce the diluent flow rate. The root cause of this event is the check valve at the fill port of the wbc bath that allowed diluent to enter the bath at too high velocity causing splashing. (B)(4).